Manufacturer narrative:
Please note that the following sections were inadvertently missed on the initial MFR report and are being updated on this follow-up #01 MFR report:3005168196-2020-00372 1.section d. Box 4. Expiration date 2.section h. Box 4. Device manufacture date please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. Please note that this complaint was submitted to the FDA by the user facility with the following reference number: mw5093205.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery using a penumbra system jet 7 reperfusion catheter (jet7) and neuron max 6f 088 long sheath (neuron max). During the procedure, the physician made an unknown number of passes in the target vessel using the jet7 and neuron max. While removing the jet7 out of the neuron max, the jet7 became damaged and began to unravel inside the neuron max. The jet7 was carefully removed from the neuron max. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient. No additional information is available.